Manufacturer narrative:
The qc was acceptable. A general product issue was excluded. The relevant batch records were reviewed, and no abnormalities were found. The investigation found the gripper was dirty. The investigation determined the issue was due to pre-analytical handling issues.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 67.1 u/ml. The repeated results were 27.9 u/ml and 28 u/ml. The result of 27.9 u/ml was reported. The sample was repeated because the initial result did not match the patient's clinical diagnosis.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.